Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) got a csl in refilling the heater. The hp had connected a new bag to the heater line. The fill volume (fv) equaled 1448ml. They ended therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(6) 2012 and she said they just ended therapy that day. She did not notice anything unusual with any of the previous supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.